Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID: 406845; implantable pacing lead; implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Product event summary: a medial portion and a distal portion were received, both measuring 9.5 cm, and were analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance consistent with an insulation fracture. Upon further analysis, an outer insulation fracture was noted in the region of the first rib. The lead was explanted and replaced. No patient complications have been reported as a result of this event.